Event description:
The user facility reported that a one of the lightheads to their harmony dual led585 lighting system detached from the spring arm and was hanging by the wiring within the light. There was no patient in the room at the time of the reported event. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the sleeve cover had cracked and that the retaining ring which attaches the lighthead to the spring arm was not in place resulting in the reported event. The technician reinstalled the retaining ring and made the necessary repairs, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. The lighting system was manufactured in 2010 making it approximately 12 years old. A two-year complaint review indicates this to be an isolated occurrence. No additional issues have been reported.